Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on plug unit, the image was not displayed (b30 occurs) and due to shortcut of circuit board unit, e218 (scope malfunction err) occurred. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope displayed an e226 (communication) error. The issue was discovered during reprocessing. There were no reports of patient involvement.